Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during inflation below the rated burst pressure, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device lot number updated from batch unknown to 0022453172. Device expiration date updated from unknown to 07/31/2021. Device manufactured date updated from unknown to 008/01/2018. Device evaluated by MFR.: returned product consisted of a coyote mr balloon catheter. The tip, balloon, markerband, inner/outer shaft, core wire and port weld/exit notch were microscopically and visually inspected. Inspection revealed kinks in the outer shaft/core wire located 34.1 cm and 34.7cm from the tip, balloon damage (bunching) with inner shaft damage (kinks and buckling) that started 9mm (from tip) and ended 21.3 cm (from tip), and tip damage. Functional testing was performed by connecting an inflation device (filled with water) to the hub of the device. When pressure was applied, water was found to be streaming out of the port/exit notch. Microscopic inspection could not find the exact origin of the leak. The water appeared to be leaking from the weld seam. The weld was opened with tweezers and microscissors, and the weld was also cross sectioned. While testing was able to confirm a tear in the port.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during inflation below the rated burst pressure, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.